Event description:
It was reported by dealer that the seat posts are bent and that is causing the seat to not sit evenly on the 4v08ffr wheel chair. The dealer also states that the left cross brace frame is cracked out of the box.